Manufacturer narrative:
H6: investigation summary . Scope of issue: the scope of issue is only limited to part # 342975 - facscalibur cytometer 4 color basic ivd, serial # (B)(6). Problem statement: customer reported complaint of backflow issue with waste leaking, without bleach, outside of the instrument. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 18sep2019 to date 18sep2020. Complaint trend: this is the only complaint, related to the issue of backflow leaking outside of the instrument. Date range from 18sep2019 to date 18sep2020. Manufacturing device history record (DHR) review: DHR part #342975 serial # (B)(6), file #342975-e97500107-900057909-06, was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of backflow of waste without bleach and not contained within the instrument was due to a clogged dcm (droplet containment module) tubing line. This tubing line is used to help aspirate waste to the waste tank, but any clogs or debris will contribute to leaks or backflow. The fse (field service engineer) confirmed the issue and replaced the tubing line. No parts were requested for evaluation as tubing is not returnable and was discarded. After the repair the instrument was tested and was performing as expected with no further leaks. Although the leak was waste and the potential exposure to biohazard material, there was no skin contact nor was there any medical treatment performed. No user was harmed or injured as they used gloves and safety protection to clean up the leak. User¿s should wear proper ppe (personal protective equipment) especially handling biological waste as stated in the calibur¿s IFU (instructions for use). Proper daily and monthly cleaning procedures can be found in there as well. Both information can be found in the bd facscalibur¿ instructions for use, 23-12911-02, starting on pages 60 and 173 (maintenance). After the repair, the instrument was rebooted, tested and functioning as expected. The safety risk is low as there was no impact to customer health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: (B)(6) 2006. Defective part number: n/a. Work order notes: subject / reported: back flow issue. Problem description: back flow from sample aspirator. Work performed: checked & found blockage in dcm waste tubing. Replaced tubing & found issue resolved. Instrument is working ok. Cause: n/a. Solution: instrument is working ok, case can be closed. Returned sample evaluation: a return sample was not requested because the replaced part is not returnable and was discarded. Risk analysis: risk management file part # 342973-01ra, rev. 01/vers. A, bd facscalibur failure mode and effect analysis was reviewed. The severity rating in this file is ¿5¿ based on the previous scale rating. This rating is equivalent to ¿s2¿ in sop6078-02 whereby a waste leak is obvious or indicated by additional (warning) information and hence the impact to the patient is negligible to none. The current mitigations are adequate with rpn under acceptable range. Hazard(s) identified? Yes. No. Item: droplet containment module. Function: to contain droplets. Potential failure mode: droplets not contained. Potential effects of failure: all of the sample is. Potential causes/mechanisms of failure: pump not properly sealed. Current controls: n/a. Recommended actions: n/a responsible party: n/a. Target completion date: n/a. Actions taken: n/a. Sev: 5. Occ: 5. Det: 1.. Rpn: 25. Mitigation(s) sufficient yes. No. Root cause: based on the investigation results the root cause was due to a clogged dcm waste line. Conclusion: based on the investigation results, the root cause of backflow of waste without bleach and not contained within the facscalibur was due to a clogged dcm tubing line. The fse confirmed the issue and replaced the line. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no further leaks occurred. The safety risk is low as and there was no impact to customer health or safety.

Event description:
It was reported that during use with a bd facscalibur¿ flow cytometer waste leakage occurred outside of instrument. The following information was provided by the initial reporter: back flow from sample aspirator 1. Was the leak contained within the instrument? No. 2. Was the leak in a customer accessible location? Yes. 3. Was there spray of fluid under pressure? No. 4. What was the fluid that leaked? Waste sample & sheath. 5. What is the source of leak -- waste line or non-waste line? Waste. 6. Was the customer exposed to blood or bodily fluids? No. 7. Was there any physical harm to the customer as a result of the leak? No.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd facscalibur¿ flow cytometer waste leakage occurred outside of instrument. The following information was provided by the initial reporter: back flow from sample aspirator was the leak contained within the instrument? No. Was the leak in a customer accessible location? Yes. Was there spray of fluid under pressure? No. What was the fluid that leaked? Waste sample & sheath. What is the source of leak -- waste line or non-waste line? Waste. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No.